Manufacturer narrative:
The customer returned one vial of test strip lot 203358 (vial # (B)(4) ) containing 12 test strips. The test strips, vial and stopper showed no noticeable defects. The customer's strips and meter were tested and compared to the master lot strips - 230734 vial # (B)(4). All of the inr values were within the specified maximum difference between measurements. No error messages occurred. The customer's allegation could not be verified.

Event description:
The caller reported that the result of 7.8 inr was obtained on the patient with a coaguchek xs plus meter (serial number (B)(4)) compared to the lab result of 2.9 inr. It was reported that the facility sends patients to the lab for a comparison test if a result of greater than 4.9 inr is obtained on the meter. The patient did not receive any treatment based on either of the results. The patient is not on heparin or any direct thrombin inhibitors. The patient does not have any antiphospholipid antibodies. The patient's therapeutic range is 2.0-3.0 inr. The customer feels fine. There was no adverse event. The suspect product was requested to be returned and replacement product was sent.